Event description:
Procedure: vats upper lobectomy, patient sex: unk. According to the reporter: the stapler was fired on bronchus but the jaws couldn't be opened. The surgeon removed the device by force with damage, and two staples were found two staples were stuck between the staple pocket and the pusher. The surgeon used another to finish the surgeon. There was no bleeding and no patient injury reported.